Event description:
It was reported that this pacemaker was exhibiting farfield oversensing and inappropriate atrial tachy response (atr) events. The device remains in service. No adverse patient effects were reported.